Event description:
Boston scientific received information that the patient with this implanted cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing and shock therapy due to atrial flutter with rapid ventricular response. The rhythm subsequently accelerated into the ventricular fibrillation zone and eight shocks were then delivered by the device. However, the shocks did not convert the arrhythmia and the patient had to be externally rescued. It was also noted that the shock impedance was stable and in the 40 ohm range during delivery of all shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.